Event description:
The facility representative reported experiencing a set that would not flow. The set appeared to be clogging while administering lipids to a patient. The reported condition occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The sample for the reported condition is not available for evaluation; therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. The lot number is not known; therefore a batch review could not be performed. Should additional information become available a follow up medwatch will be available. (B)(4).